Manufacturer narrative:
The product was not returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection and abscess. Qualification and sterilization records were reviewed and the product lot met acceptance criteria.

Event description:
An email communication from (B)(6) was received to report a claim where a woman wore a pod for less than 2 days in her abdomen and she stated the site was dark red, warm to the touch, painful, itchy and it was about the size of a half dollar. There was pus mixed with blood coming out of the site and abscess noted where the pod was attached. She went to the doctor who confirmed the site infection and abscess. They prescribed her with augmentin 875 mg, threolone ointment and had to change her bandages twice a day. She stated before applying the pod the site area was wiped with alcohol. She did not use any adhesives or barriers or any type of remover to loosen the pod when she took it off.